Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the one day post implant, the pulse generator exhibited end of life (eol). The device was explanted and replaced.